Event description:
Customer's wife reported hospitalization due to high blood glucose. Customer was in the process of dialysis. Customer experienced severe pain due to dialysis. During troubleshooting, the insulin pump alarmed motor error. The insulin pump failed the displacement test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.